Event description:
It was reported that part of the bd precisionglide¿ needle broke inside the syringe barrel. The following information was provided by the initial reporter, translated from portuguese: "part of the needle inside the barrel."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the bd precisionglide¿ needle broke inside the syringe barrel. The following information was provided by the initial reporter, translated from portuguese: "part of the needle inside the barrel."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-nov-2022. H.6. Investigation summary: sample and one photo received by our quality team for investigation. Upon visual inspection, needle through shield is observed, therefore the incident is confirmed. Evaluating the separate components of the needle, it was possible to perceive a failure in the limitation of the cannula inside the hub, which may be potentially related to the mentioned defect, since the diameter between cannula and hub performs the height limitation during the assembly process, which makes inspection processes difficult due to the presence of all components. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.